Event description:
A customer reported the test would not start after a sample was applied using his adc glucose meter. The customer stated "because his meter was not working correctly and he was not able to get a reading, he fell down 2 basement steps, causing him to hurt his hand and cut his wrist." The customer reported "he ended up in the hospital because he passed out", and reported that he had experienced a loss of consciousness. Paramedics were called and the customer was transported to a hospital. The customer reported treatment at the hospital with "dextrose by IV". He further reported "his sugar then came up to 94mg/dl, they then gave him milk, a turkey sandwich with mayo, and orange juice, his sugar came up to 166mg/dl and they released him." The customer was advised to follow-up with his doctor. There is no report of death or permanent impairment associated with this case.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is available. The date of manufacture is unknown. (B)(4).